Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was cut while removing the device from pocket for a pocket revision. A small loop of the coiled lead was causing tenting of the skin near the device pocket and the pocket revision was done to correct that issue. The ra lead was functional prior to pocket revision. The ra lead was surgically abandoned and a new lead was placed. No additional adverse patient effects were reported.